Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted laparoscopic lobectomy procedure, after the device was assembled all the indicators were green, however when the surgeon tried to fire the device it could not be fire, and the screen indicator of the reload became white from green it happened on 2 reloads. A new handle and reload was used to resolve the issue. There was no patient injury.